Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2022-11-03 h.6. Investigation summary a device history review was conducted for lot number 6911041 there was no issue while manufacturing. 1 sample was returned to sbdm. Sbdm checked the complaint sample and found that unformed pinch clamp from the received complaint sample. Based on the investigation result, the likely cause is that it may occurred during clamp injection process. Sbdm received one complaint sample for pir 3012348, 3012349 and 3012350. It shows cavity number of unformed clamp is cavity no.2. Likely cause for unformed clamp is, the clamp is injected in high temperature (200¿~240¿) and injection gas was not emitted properly so, the gas was accumulated in the end point of clamp and it caused the complaint case. Or when injection process was started the condition of the process was not proper temporally. So, the unformed clamp issue was occurred, and it caused the complaint case.

Event description:
It was reported that IV set tur y-tube leaked. The following information was provided by the initial reporter: "clamp not locked. Clamp not locked - clamps are not locked and drugs are leaking".

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that IV set tur y-tube leaked. The following information was provided by the initial reporter: "clamp not locked. Clamps are not locked and drugs are leaking."